Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received blank display. The customer's blood glucose level was 79mg/dl. The customer's levels had been as high as 263mg/dl. The customer treated with manual injections. The customer was advised the pump would have to be replaced. The customer was being sent replacement pump.

Manufacturer narrative:
Blank display due to corroded battery cap contact, however pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.